Event description:
It was reported that when the pt lift is placed under the bed, the brake pedal is disengaged. It was reported that there was no pt involvement, this issue did not occur during a procedure. It was reported that no medical intervention and no adverse consequences occurred at the time of the event.

Manufacturer narrative:
Pedal disengaged.